Event description:
When opened, the tip of the neuron was found to be crimped.

Manufacturer narrative:
Device investigation: results code: there is a flat spot in the distal tip of the unit, between 2.6 and 3.5 cm from the distal tip. A 0.070" mandrel was introduced into the hub and advanced distally. Progress was smooth until the tip of the mandrel reached about 3.8 cm from the distal tip where the mandrel stopped. The catheter is non functional. The catheter tip was introduced into the carrier tube that was returned with the catheter and advanced. After 2.6 cm the flat spot jammed against the walls of the carrier tube and would not move. Conclusion code: the damage noted in the complaint is confirmed. Based on the inability of the catheter to fit back into its carrier tube, it is unlikely the catheter was damaged before entering the tube or in the packaging. The damage to the tip must have occurred after the catheter was removed from its packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.